Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.